Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave an erroneous high result, which resulted in hospitalization. The mother stated that in the afternoon of 1/10/2024 the daughter received a high blood glucose result of 400 mg/dl. The mother stated that at this time the customer was experiencing hyperglycemic symptoms of a headache, stomach ache, and sweating. Based on this high blood glucose result, the mother dosed the customer with extra novorapid insulin. The mother was unable to provide how many extra units of insulin she administered to the customer. At an unknown time later, the customer began to experience hypoglycemia and the mother rushed the customer to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 40 mg/dl and was treated with glucose. The mother alleged that the reading of 400 mg/dl was too high, which caused her to give the customer too much insulin, which then led to the serious injury event. The customer was hospitalized for one day.